Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 13 devices had investigation types that have not yet been determined. Additional information: 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 events for the failure: flaked. 13 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #: 3015967359-2025-99177. Supplemental rationale, corrected data: b5, h6, h11. 13 events were previously reported during the reporting quarter: however, - 13 events were reported in error. - 0 previously reported events are included in this follow-up record.

Event description:
This report summarizes 0 events for the failure: flaked.

Event description:
This report summarizes 0 events for the failure: flaked.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 13 events were previously reported during the reporting quarter: however, 13 events were reported in error. 0 previously reported events are included in this follow-up record.